Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device. The device was returned with a non-glidewell fixture attached. The implant was received broken in two pieces. The implant was measured and confirmed to be a hahn tapered implant based on specifications. The implants treads appeared to have clamp markings and the threads were not fully circular. Bone debris was observed on the implant. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. The root cause cannot be explicitly determined, however, based on the returned condition of the implant the most likely probable cause is excessive force may have been applied to the non-glidewell fixture remover during implant removal. Thus, causing the implant to fracture. Precautions are noted in the IFU, "all surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." There are no other complaints reported for this lot number. This event will be tracked and trended. This report is 1 of 2. This report is for the first event of broken implant, that was initially reported. Please see report {3011649314-2019-00027/(B)(4)}.

Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted. This report is 1 of 2. This report is for the first event of broken implant, that was initially reported. Please see report {3011649314-2019-00027/p2019-060}.

Event description:
It was reported that an implant broke into two pieces, during removal. The implant was reported to have lost osseointegration. The loss of osseointegration was noticed after delivery of the final prosthesis on tooth location #10. The implant had been placed for approximately 3 years. The patient reported to have a "loose implant and pain." The implant site was infected and the implant was removed on (B)(6) 2019. During removal, the implant head broke and "the implant split into two different pieces." An implant fixture remover tool was used to remove the remaining portion of the implant. The patient has type iii bone quality and no relevant preexisting medical nor dental history. Patient's condition is currently "satisfactory."